Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No: lens was not returned. (B)(4).

Manufacturer narrative:
Method: lens work order, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - acute pupillary block with elevated iop in the presence of high vault early after icl implantation may occur due to: non patent/functioning iridectomies (too small, too peripheral and/or not fully permeable, blocked by viscoelastic), remaining viscoelastic in the posterior chamber, oversized icl with angle closure, too narrow angles/crowded ac due to small eye anatomy preoperatively, unexpected abnormal anatomy or tissue abnormalities (presence of iris/ciliary body cysts), malpositioned footplates, etc. If a significantly long lens is implanted over-sizing may occur. This may be associated with shallowing of the anterior chamber, narrowing of the angles, elevated iop, acute angle closure, etc. Removal of the lens and replacement for a smaller lens length returns lens and ocular parameters to baseline. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to pupillary block and elevated intraocular pressure. The lens was not exchanged for another icl lens.